Manufacturer narrative:
Skyytron is not our device.

Event description:
The patient was being re-positioned for the second part of the surgical procedure and when dr. Went to remove the split leg holder, the clamp cracked and the leg holder fell. Dr. Was able to move his leg/feet and did not get injured. He was also able to catch the patient's leg preventing injury.